Event description:
A home pt reported dry minicaps. Home pt stated, the sponges were light brown in color, but home pt did not have any trace of betadine in the tubing when initiating her exchange. The home pt reported no pt injury or medical intervention associated with these incidents.